Manufacturer narrative:
No adverse trend was identified for this issue. The quality records indicated that these components met all requirements to perform as intended. The returned component was put into an autoclave, thus modifying its dimensions as the mobile cup is made of polyethylene. The x-ray analysis: x-ray dated (B)(6) 2012 confirmed the dislocation of the cupule mobile from the acetabulum. The x-rays from (B)(6) 2012 showed that the dislocation was reduced. The x-ray dated (B)(6) 2012, showed that the dislocation of the head from the cupule mobile. The x-ray dated (B)(6) 2012 showed the left hip after revision surgery. Our conclusion is as follows: based on the given info and the results of the investigation, we were not able to identify a specific root cause for this issue, as the returned product was put into an autoclave and its properties were modified. Therefore no analysis on the product was possible. At this time we consider this case as closed. However, we will continued to monitor and trend for similar report events. (B)(4).

Event description:
It was reported that the pt received a cupule mobile retentive d28/43 on (B)(6) 2012. After a fall of the pt, an intermediary hip prosthesis was implanted. After surgery, reduction of the hip with no difficult and with excellent stability. One month later, the pt experienced a dislocation of the prosthesis. A manual reduction was tried but the head separated from the cup, which led to a revision surgery with total hip prosthesis. Notes: complaint re-opened on (B)(4) 2013. As part of a corrective action which was initiated on the 21st of october 2013 ((B)(4)), this complaint has been reported to FDA retrospectively.